Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported missing marker lumen was not confirmed; however, the marker lumen was observed to be folded in half. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents/ complaints from this lot. The observed folded marker lumen was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the marker lumen was unable to be flushed as the marker lumen tube was missing from the device. This was noted prior to being used in the patient. Hemostasis was achieved with a new proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis noted that the entire marker lumen was folded in half and located inside the handle.